Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain and elevated ion levels.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device codes). Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 22, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges decreased mobility, aching, stiffness and twinges of pain and elevated esr and crp. It was also reported that patient developed post-operative ileus, following his revision, which shut down his digestive system. After review of the medical records for the MDR reportability, patient was revised due to wear of the articular bearing surface of internal prosthetic. Revision notes noted a prominence of the capsular tissue with approximately 70-80ml of a very thick creamy ecru-colored material. It was also stated in the medical records that patient was noted to have an elevated ion level and a mass around the hip prosthesis consistent with an alval lesion, however, there were no laboratory results for the cobalt-chromium levels. Discharge summary reported that patient became nauseous and had some multiple episodes of emesis, two days post revision. X-ray showed some dilated loops of bowel and been passing some flatus. The patient was able to have bowel movement prior to being discharge. Product codes and lot numbers were provided. This complaint was updated on jun 28, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Litigation alleges patient was revised to address pain and elevated ion levels. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.